Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt was in car accident on (B)(6) 2021 and the stimulation therapy was not working like use to when covering pain. It use to cover pain where they didn't need to take any medication where it use to cover the pain for pt had the stimulation set to 3.4 and was able to have a life. Since the accident the pt had to take lower cabs again and when pt had the stimulation intensity as high as 6 it does not cover the pain. When stimulation was set to 6 it hurts their legs to walk and when they sneeze or cough it zaps them. Pt noted they need the stimulation programmed like the first time, pt needed more stim in their lower back. Pt noted that in therapy they want to do shots so pt was hoping to get the implant reprogrammed to have more on lower back and not so much on their legs. Patient services emailed local field representative about the situation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient said they used to be able to go 2 weeks without charging their implantable neurostimulator and now they can only go a week. Pt said they had their ins reprogrammed because they had a car accident and started having different pain. Pt said this is the highest their stimulation has been turned up to control their pain. Pt said they had so much pain in their lower back, and said the manufacturer representative was able to turn the stimulation up to cover more parts. Pt said they would be on major pain pills without the ins and said they run the ins 24/7. Pt said in their sleep, they notice that they get woken up because the stimulation turns off, wonder why they are hurting. So they check the ins battery and its depleted. It was reviewed that with the higher stimulation settings, they would have to recharge more frequently.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.